Event description:
A customer reported that a system message displayed, iop (intraocular pressure) control was not available, and the flow volume was not displayed properly during a procedure. It was noted that the priming and calibration tests had passed. The procedure was able to be completed without pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).